Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during drain 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and patient extensions were not in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) stated that the home patient (hp) had disconnected to use bathroom and had reconnected before the alarm occurred. Proper disconnected procedures were not used. Proper procedures were reviewed with the cg. The technical service representative (tsr) had the cg cycle the power to receive a system error 2367. Then the tsr had the cg cycle the power again to get to "press go to start". The tsr had the cg disconnect the hp and remove the cassette. The tsr assisted the cg to clear alarms and advised to contact the hp's registered nurse. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.